Event description:
It was reported that during a laparoscopic myomectomy procedure, the dr. Was using the first shear for approx 5 minutes into the case, when it gave an instrument error. A second shear was opened and would not test. Another shear was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Device b batch = c9cf4m, lot = unk, expiration date = 4/2011, manufacture date = 05/2006. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record